Event description:
Reportable based on device analysis completed on 01nov2023. It was reported that the device did not deploy. The target location was in the prostate artery. A 2x4 embold fibered detachable coil system was selected for use. During the procedure, the coil did not deploy. There were no patient complications. However, device analysis revealed the coil wire was separated.

Manufacturer narrative:
Device evaluated by MFR: the product was returned to boston scientific for analysis. Returned product consisted of an embold fibered coil 2x4. The delivery sheath was returned with the delivery wire inside. The delivery wire with the proximal coupler was still attached when returned. The coil wire was severely stretched and separated inside of the delivery sheath approximately 180.5cm from the laser cut perforations. The perforations were intact. No damage to the couplers were noticed. Inspection of the remainder of the device, apart from the observed damage revealed no other damage or irregularities. The complaint was confirmed for failure to separate since the coil was stretched and separated.